Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported a dialyzer blood leak that occurred approximately 20 minutes into the patient's hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The blood leak was noted as being an internal blood leak. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the actual sample was returned to the manufacturer for physical evaluation. The sample was subjected to a laboratory bubble point test. No leaks were observed, possibly due to coagulated blood in the returned sample. However, after destructive disassembly of the dialyzer, a potted fiber fragment measuring approximately 0.5 mm in length was identified at approximately 350 degrees, with the dialysate ports situated at 0 degrees, on the non-cavity ID end. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
Additional information: device manufacture date.the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.